Event description:
Customer reported experiencing a high blood glucose level that resulted in an emergency room visit on (B)(6) 2025. The blood glucose level reached 400 mg/dl, and there was no reported injury or testing for ketones during the incident. The treatment with IV fluids and insulin did not resolve the issue, and no permanent damage was reported by the healthcare provider. The customer remains in the emergency room and declines a supplies/system check, instead requesting a pump replacement upon healthcare recommendation. Customer reverted to manual injections for insulin therapy.